Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 5 months. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with tea colored urine and the laboratory test results indicated increasing levels of lactate dehydrogenase (ldh). Pump power elevations were noted in the system controller history file. A pump exchange was performed on (B)(6) 2016. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: no device-related issues were identified based on the analysis of the returned device and a correlation between the reported event and the returned device could not be conclusively established. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The outflow graft and the outflow graft bend relief were not returned. Evaluation of the sealed inflow conduit and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 06/14/2016 stating that prior to the reported event, the patient was recently discharged from the hospital with gastrointestinal bleeding. The patient was treated for angioectasiaxxx with argon plasma coagulation, and was bridged on lovenox for subtherapeutic inr. The patient was reported to be compliant with medications. He was having difficulty keeping inr within therapeutic target range, inr ranging from 1.1 to 8. The patient was on both full dose aspirin and coumadin therapy. A 3d computed tomography reconstruction was performed which showed changes in the configuration of the inflow conduit, suggestive of obstruction. Ramp study also performed (9400 to 11,400 rpm) showing no adequate decompression of the ventricle. The patient remained on heparin infusion while inpatient prior to the pump exchange.